Manufacturer narrative:
Software export files were returned, however analysis was not yet complete at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the k-wires were all shifted inferior to plan. All of the wires were shifted symmetrical. The surgeon verified that there was no platform shift. The wires were removed and the placed freehand. There was no patient harm and the procedure was not delayed more than an hour. Additional information received from a manufacturer representative reported the trajectories were deviated more than 10 mm. The cause of the deviation was unknown. All of the screws were able to be successfully placed freehand.

Manufacturer narrative:
Analysis of the clinical export data and lot text file found the complaint was confirmed. Confirmatory images showed the trajectories to be misplaced inferiorly in a unified manner. The fixation platform used was a hover-t and was reported to be fixated with a head pin in the l1 spinous process. When closely examining the post-op images the head pin appeared to be not drilled into the spinous process of l1, but between the spinous processes of l2 and l1. If information is provided in the future, a supplemental report will be issued.